Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lapa sub-total gastrectomy. Event description: [hospital] "the clip did not load into the jaw. They confirmed that it repeatedly loaded and failed to load during inspection." Additional information was received via email on 06apr2026 from applied medical korea regional sales manager: "the clip was loaded into the jaws. The 5mm applied trocar was used. The incident was initially observed when a subsequent clip was loaded. It occurred repeatedly. When the clip was loaded and visible between the jaws of the device, it was properly seated. The clip was not loaded into the jaws prior to the instrument's insertion/removal through the trocar, it was inserted to the trocar and then clip loading occurred. They had to squeeze it multiple times to get the clip out of the jaw, and since they couldn¿t known when it would release, they kept squeezing, so the clip came out already closed and fell off. The trigger could be easily and completely actuated." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.